Event description:
Home health nurse reports she is receiving curlin pump error. Home health nurse will infuse medication through a hydration pump they have. Pharmacy will send a replacement pump to the patient. No further information/details provided. Unknown if product is available for return. No adverse events or missed doses reported. Indication: disorder involving the immune mechanism, unspecified. Lot number and expiration date are unknown.